Event description:
The customer reported discrepant results between neat and dil-bhcg on one patient's sample generated by the access 2 immunoassay system. All results were positive. The discrepant result was reported out of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. The sample was repeated on the same instrument and recovered results consistently. The sample was collected in bd sst tube and spun at 3402 rpm for 10 minutes. The sample was aliquotted into a sample cup for testing. The sample was normal in appearance with no visible abnormalities. Beckman coulter inc. Assessment of customer supplied data indicated that instrument progesterone quality control results had recovered with in the customer¿s established ranges prior to, and on the date of the incident. Additionally system checks executed during the timeframe of this event met published specifications. Additional test results for this patient included bhcg and diluted hcg results. These results are not in question to date. The field service engineer (fse) adjusted the mixer speed and the transducer voltage. A high sensitivity system check was performed and the results met specification. Upon completion of the necessary and verified adjustments the instrument was returned back into operation. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-04852, 2122870-2011-04853, 2122870-2011-04968.

Manufacturer narrative:
(B)(6).